Event description:
Spacelabs received a report that a blease sirius anesthesia system model 14200100 had bellows failure during patient use on (B)(6) 2015. No one was injured as the result of this event. The clinician used the bag mode to complete the procedure without issue.

Manufacturer narrative:
Spacelabs has launched an investigation into this issue and will file a complete report once the investigation is finished.

Manufacturer narrative:
A spacelabs field service engineer was dispatched to the site to make repairs. The bellows assembly was determined to be the source of a leak and was therefore replaced. The anesthesia device passes all performance tests and was returned to service. The faulty bellows assembly was sent to spacelabs for further testing. A spacelabs product support specialist confirmed the pop off valve component of the bellows assembly was the root cause of the leak. This supplemental report is considered final and the issue closed.